Manufacturer narrative:
The customer¿s experience with high rate of dim displays was confirmed on 50 out of 50 returned display boards. Risk assessment dir: 10000285368 notes dim segment issue associated to faulty component of the seven segment display. A supplier product change notification (pcn-(B)(4)) was issued to improve the manufacturing process. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA (B)(4).. There was no patient involvement.

Event description:
It was reported that some display boards had dim segments which was identified during biomed testing. There was no patient involvement.